Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose level did not exceed 500 mg/dl or read ¿high¿ on the cgm, confirming there was no adverse impact to their blood glucose level. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using lispro insulin. Tandem customer technical support informed customer that lispro insulin is indicated for use with tandem supplies for 2 days. Customer resolved the issue by changing the infusion set and cartridge, resuming insulin delivery.